Manufacturer narrative:
Concomitant medical product(s): 6935m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. An antibacterial absorbable envelope was in use with the device system at the time of the infection. It was further reported there was a suspected patient allergy. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.